Event description:
It was reported that a flogard infusion pump had a damaged main battery. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and battery testing were performed. Functional testing revealed that the device had a depleted battery. The cause of the condition was determined to be a depleted main battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.